Event description:
It was reported via medwatch report that the bed allegedly did not have a functioning bed alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via medwatch report that the nurse call was not working due to a faulty pendant. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with correction and evaluation results. It was initially reported that the bed allegedly did not have a functioning bed alarm. Further investigation determined the issue was with the nurse call which was not working due to a faulty pendant. There was no issue with a bed alarm.